Manufacturer narrative:
Product event summary: image files and the loop catheter with lot number 0012431712 were returned and analyzed. The first image showed a general view of the loop catheter after use, placed on the table. A visible damage, specifically an abnormal shape, was evident on the catheter loop. The second image presented a damaged array of the loop catheter, with a torn loop and exposed wires clearly visible. However, no information was available regarding the identification (lot/serial numbers) of the devices shown in the images. Visual inspection of the loop catheter was performed and the catheter was received with the guidewire threaded through. The array assembly was received not knotted but inverted. The guidewire lumen was received retracted. The nitinol array wire had detached from its proximal bond, protruding outside the dual lumen. The slide control function was stiff despite softening of the guidewire lumen using disinfectant to dilute potential dried blood. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. X-ray imaging confirmed the integrity of the nitinol array wire, properly attached at the tip, but detached from the dual lumen. The electrode wires were intact without breakage or detachment from the electrodes, but inside the shaft, the electrode wires were broken outside the handle at 2.5 inches distally from the handle nose. Optical inspection at high magnification revealed: exposing both electrode wires and the nitinol array wire distal from dual lumen, a torn pebax tubing, and a broken electrode wire 4. Notably, the pebax tubing exhibited a twisted configuration between electrodes 1 and 2, wit h a kink evident at the distal arm near electrode 1, and ribbed between electrodes 2 and 3. Continuity testing was performed with multimeter for the returned catheter, the electrical continuity test revealed an open loop between electrode 2 and connector pin 2, an open loop between electrode 4 and connector pin 4, an open loop between electrode 6 and connector pin 6. Data from the catheter identification chip confirmed usage on the reported event date. The catheter was not reprogrammed as the catheter condition would not permit to perform ablation using the generator. No other tests could be performed due to the returned condition of the catheter. In conclusion, the reported knot issue was not confirmed through testing and the loop catheter failed the returned product inspection due to an inverted array, nitinol array wire dislodged, proximal arm pebax tube torn, twisted/kinked pebax tube, distal arm pebax tube ribbed and broken electrode wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID psg100, (unknown serial/lot); product type: 3294-generator; implant date n/a; explant date n/a, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, the loop catheter could not be easily retracted into the sheath. The guidewire was retracted, but the issue persisted. The sheath was then pulled into the right atrium and the loop catheter was forcibly removed. A knot was noted on the array of the loop catheter. The loop catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.